Manufacturer narrative:
Multiple attempts to gather additional information have been performed, however, to date no additional information has been provided. Investigation is ongoing.

Event description:
As reported from the patient¿s family member, 45 minutes post transfemoral tavr procedure; the patient suffered massive bleeding and expired.

Manufacturer narrative:
Additional information provided by the hospital indicated that the patient had tolerated the procedure well and had no complications. Post procedure, the patient was transferred to the ccu for continued care, however, after several hours the patient expired. The official cause of death was gastrointestinal bleeding. As this patient¿s death is not associated with valve malfunction or an injury sustained during the implantation procedure, this event is no longer considered reportable and a corrected supplemental report is being submitted. Review of the medical records demonstrates that the patient had pre-existing gi conditions that likely caused the bleeding event. The pre-procedure notes show that she was positive for occult blood in the stool. She underwent upper endoscopy and colonoscopy to evaluate any sources of bleeding that may have caused the initial (pre-tavr) drop in hemoglobin. One 5mm polyp was removed during the colonoscopy and severe diverticulosis was discovered. Ugd showed a small amount of heme in the stomach with discolored and inflamed mucosa on the posterior wall of the gastric body, thought to be a possible healing ulcer; 2 hemostatic clips were placed and 2 units of prbcs were given.